Event description:
During follow-up, increased pacing impedance were observed on the right atrial (ra) lead. An x-ray was performed and no anomalies were observed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.